Event description:
It was reported that the catheter dislodged from the intrathecal space. The dislodgment was confirmed by x-ray. The patient no longer experienced effective therapy (decreased pain relief, back). The onset of the issue was stated to be 1-1.5 years ago. The catheter was replaced. The replacement resolved the issue and the healthcare provider (hcp) began to titrate the patient back to an effective dose. The pump had previously been decreased to minimum rate mode to preserve the drug and the patient¿s pain had been controlled by oral medication. The patient¿s status at the time of the event was said to be alive and no injury. The pump was used to deliver morphine and bupivacaine. No patient outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).